Event description:
A malfunction alarm labeled malf 16 was reported by the customer, and the fault ID was identified as 16-0x20e6, which was not resettable. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer switched to multiple daily injections as a backup to ensure insulin delivery and was guided by technical support on how to put the pump into storage mode and return it using a pre-paid label within 10 days. Technical support confirmed the shipping address and planned to replace the malfunctioning pump.